Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system detected high out of range shock impedances of greater than 125 ohms. Multiple configurations were attempted, and only one configuration was found to be in range (97 ohms). All of the other shock configurations were high out of range (140 ohms to 150 ohms). Troubleshooting options, and possible causes for the high shock impedances, were discussed. Additional information was received that this patient had an echocardiogram and his ejection fraction has improved significantly. The physician decided a device intervention was not necessary because the patient was at a low risk for sudden cardiac death. At this time, this right ventricular (rv) lead remains in service and there were no adverse patient effects reported.